Event description:
Caller states that she obtained results of 221mg/dl and lo on the same device within one minute. No adverse event reported and on treatment received. No qcs were used. Requested return of suspect device and replacement was sent.